Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during the fusion surgery unsure if the ipg was placed in surgery mode. While connecting to the drg ipg was able to connect and upon doing so the ¿repairing¿ process occurred through cp. As such the ipg and cut leads were explanted and replaced with an scs system.